Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump screen was shattered a bit. It was reported that they had damage on the insulin pump screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No missing segments or partial display during testing. Insulin pump received with minor scratched lcd window and keypad overlay. No shattered display noted. (B)(4).